Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non-sustained lead noise was received. Post-paced t wave oversensing was observed. Programming changes were recommended and will be made during the patients next follow-up. No adverse consequences were reported.